Event description:
While the doctor was working on the left side of the mouth, the patient received a small burn to the cheek.

Manufacturer narrative:
Patient was given ointment for treatment of burn. During the handpiece evaluation, it was found that the bearings were worn and gritty in the drive assembly, shaft and axle, the water face plate was dented, the head was dented affecting operation, and medium debris was present.